Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of blood backflow was confirmed but the root cause could not be determined. One photograph was submitted by the complainant for review. Inspection of the photograph found that a stream of blood residue was present extending from the inside of the luer adaptor to the outside of the adaptor. Additionally, a blood stain was present on the drape near the luer adaptor, suggesting that blood has flowed back through the adaptor and poured onto the drape. The attire of the clinician holding the catheter and background of the photo, suggested that the photo was taken during the insertion procedure. No damage or abnormalities were visible on the device components. No features were observed which could aid in identifying what caused backflow to occur. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported blood reflux occurred after catheter placement. Customer feedback indicated the valve was activated according to standard operating procedures. Secondary catheterization procedures. No further information was provided.